Manufacturer narrative:
The device was investigated by a field service and the complaint could not be duplicated. The only plausible explanation for the leaking based on interaction with the customer and all the functional tests is that the operator is docking the rover improperly. The tech spoke to the plumber about creating a spill box under the unit so that if the spill occurs again, it can be contained.

Event description:
It was reported that the rover became detached from the docker and the rover's port was forced open. This caused the fluid from the rover to leak on the floor, through the ceiling to the floor below. It was cleaned up immediately by infection control and housekeeping. There were no adverse consequences related to this event.